Manufacturer narrative:
The insulin pump was unable to prime during the testing and a motor error alarm occurred, due to protruded/loose drive support disk. The motor passed motor test. The device was received with minor scratches on the lcd window, a cracked case near display window corners, cracked battery tube threads cracked, a broken belt clip slot, a cracked reservoir tube lip, and a missing end cap sticker. No motor position encoder alarm was present on alarm history screen. (B)(4).

Event description:
The customer called and reported receiving a motor error alarm on the insulin pump. The customer's blood glucose level was 120 mg/dl. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.